Event description:
The user facility reported to terumo cardiovascular systems corp (tcvs), on (B)(6) 2013, that during cardiopulmonary bypass the ops valve leaked. At that time, blood loss was not reported to tcvs making this event not reportable. On (B)(6) 2013, it was reported to tcvs that the perfusionist reported blood squirting from the valve, but gave no indication of what was lost before the leaked was stopped. The amount of blood lost during the procedure is unk, and multiple attempts made to acquire the info have been unsuccessful. Tcvs is pro-actively reporting this event due to the blood loss and a delay in continuing surgery - though both amounts and time frames are unk at this time. It was reported that the ops valve was changed out, and the surgery was completed successfully.

Manufacturer narrative:
Terumo cardiovascular systems has received the actual device; however, an investigation has yet to be completed. Terumo will be submitting a f/u report when more info becomes available. (B)(4).